Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: sc-2218-50. Model: sc-2218-50. Serial: (B)(6). Batch: 7138017.

Event description:
It was reported that the patient was experiencing stimulation on non-target area following an implant procedure. The patient spinal cord stimulation (scs) lead was replaced, and patient was doing well with good coverage postoperatively. The explanted lead was discarded by the medical facility and will not be returned.